Event description:
It was reported that the ventilator's displayed values on the user interface did not match the set values while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No service was requested by the customer since they stated that this was an operator issue. It was reported that ventilator settings did not match readings displayed on the user interface. It was discovered by the on-site biomed technician that the customer had set the ventilator to pressure regulated volume control (prvc) mode, but did not realize that they had activated the automode function. This explains the difference with the readings that was observed on the ventilator display. According to the biomed, the ventilator was operating correctly at the time of the event and it was returned to service. Automode enables the ventilator to adapt to the patient's changing breathing capacity. It is a combination of controlled and support mode. In automode a trigger timeout is set. The trigger timeout is the maximum allowed apnea time before controlled breath is initiated. When automode is selected the patient's own efforts to trigger breath and the set trigger timeout will control the respiratory rate. The user-set respiratory rate in the controlled ventilation mode is not guaranteed when automode is active. The conclusion in this matter is that the difference in settings/display readings was explained by the fact that the ventilator was set in automode, but this could not be determined since on device logs were received.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.